Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient had gamma nail implanted on (B)(6) 2015 at (B)(6). Patient presented to humber river hospital emergency department with nail broken in vivo.

Manufacturer narrative:
The returned device matched the report, and the complaint failure mode was confirmed. Referring to product inquiry the long nail kit r2.0, ti, right gamma3® ø11x380mm x 125° is stated to be the primary product. All other items are considered to be concomitant items. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. Mechanical damages ¿ drill marks at and inside the proximal drill hole and around the initial crack ¿ had been caused by contact with the step drill. Such damage causes additional notch effects. The nail broke in fatigue manner after an implantation period of approx. 5 months. Referring to a smooth topography of the breakage surface of the anterior bridge ¿ including lines of rest running from lateral towards medial ¿ it was concluded that this bridge had separated first. Intra-operative material damage at the lateral edge of the proximal drill hole most likely contributed to the origination of an incipient crack. Omitting pre-drilling for the placement of the k-wire may have contributed to deflection of the stepdrill (due to bone contour) during preparation for the canal for the lag screw. Material deformation of the inferior edge of the proximal drill hole at medial referred to typical axial load application. Damages on lag screw and locking screw were associated to the same load application. It could not be determined what range of weight bearing had been advised by the surgeon for the post-operative period. It could also not be determined if the patient had been compliant to the instructions. Carrying shopping bags may suggest increased weight bearing. It could not be determined if pre-aging had contributed to the event. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Patient had gamma nail implanted on (B)(6) 2015 at (B)(6). Patient presented to (B)(6) with nail broken in vivo.